Event description:
Reporter alleged that the inform meter pins had melting and burning on them and that the plastic is melted around them. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and the device was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.